Manufacturer narrative:
The information provided by the reporter suggests that the device therapy was not effective for this patient, but no specific patient harms were indicated based on the information provided. The date of implantation is not known, so there is no way to tell if the patient's condition has developed over time while the device was implanted. The surgeon suggested the spinal segment has more motion than appropriate. The prodisc c device was successfully removed without complications and converted to an acdf using an unknown device. DHR review could not be conducted as no part or lot numbers were provided. The risk assessment for this complaint determined there were no new or previously unknown risks in relation to this complaint. Evaluation of the device could not be performed as the hospital did not allow the device to be retrieved.

Event description:
A patient underwent a revision surgery on (B)(6) 2020 to remove a prodisc c implant. The patient symptoms and/or complications are unknown as this information was not provide by the surgeon. The removal was conducted to convert the patient to an acdf with an unknown device. The prodisc c device was indicated to be an ineffective therapy for this patient. The device was removed and the level converted to fusion to limit the motion of the spinal segment.